Event description:
The customer reported there is no image on the left monitor at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit cards. System operates as intended. (B)(4).